Event description:
It was reported that a large amount of blood backed up into sterile sleeve of catheter, which is not normal. Device functioned properly and was not removed until end of procedure. The blood was backed up inside the "contamination guard", which is a clear "sleeve" over the catheter. Not the introducer. However, the only way the blood could potentially back up into that area is if the introducer (valve) was leaking.

Manufacturer narrative:
Device evaluation: the endoplege catheter returned by the customer was evaluated by engineering at edwards (B)(4). However the introducer used with the catheter was not returned and hence could not be evaluated. After decontamination the ep catheter still had a lot of dried blood attach to it and in the lumens. It was decided not to perform any functional tests on the device due to all the dry blood on the device and in the lumens. Visually there was nothing wrong found with the device and all the components were present on it. Also a picture was provided by the customer; there is blood in the proximal part of the contamination guard and no blood in the distal part of the contamination guard. This indicates that the blood was possibly leaking into the contamination guard from some place other than the introducer; possibly the trifurcation area or due to an inter-lumen leakage. Another picture of the ep catheter also provided by the customer was sent to edwards. In this picture the distal end of the contamination guard also has blood. It is possible that the blood flowed from the proximal end of the contamination guard to the distal end during the removal of the ep catheter from the patient. A device history record review was completed for the ep catheter and this device met all specifications upon distribution. All planned manufacturing activities associated with the ep and introducer devices are acceptable. The root cause could not be determined and quality data reviews of the devices do not indicate a quality threshold has been exceeded therefore a CAPA will not be initiated at this time.